Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker is exhibiting behavior consistent with a premature battery depletion. In (B)(6) 2019, the remaining battery longevity was six years. In (B)(6) 2021,the remaining battery longevity is one year, six months. A technical service (ts) consultant reviewed the available engineering data, and verified the power consumption of this device has been increasing abnormally, and recommended device replacement. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker is exhibiting behavior consistent with a premature battery depletion. In (B)(6) 2019, the remaining battery longevity was six years. In (B)(6) 2021, the remaining battery longevity is one year, six months. A technical service (ts) consultant reviewed the available engineering data and verified the power consumption of this device has been increasing abnormally, and recommended device replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that this pacemaker device remains implanted. The physician is monitoring the battery longevity closely. No adverse patient effects were reported. New information was received that a revision procedure was completed. The device was returned, and analysis is pending. Once analysis is completed, an updated report will be submitted.

Manufacturer narrative:
The device has been returned, and analysis is pending. Once analysis is completed, an update report will be submitted.

Event description:
It was reported that this pacemaker is exhibiting behavior consistent with a premature battery depletion. In november 2019, the remaining battery longevity was six years. In march 2021, the remaining battery longevity is one year, six months. A technical service (ts) consultant reviewed the available engineering data and verified the power consumption of this device has been increasing abnormally, and recommended device replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that this pacemaker device remains implanted. The physician is monitoring the battery longevity closely. No adverse patient effects were reported. New information was received that a revision procedure was completed. A new device was implanted. The device was returned, and product analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.